Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: manufacturing location: packaged, sterilized and released by: monument, release to warehouse date: 05-feb-2021, expiration date: 01-jan-2022, part number: 03.404.000s, ria 2 bone harvesting kit 520mm sterile, lot number: 84p8798 (sterile). Production order traveler met all inspection acceptance criteria. Packaging label log (pll) lmd was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. This lot met all visual, sterility and packaging criteria at the time of release with no issues documented during the packaging or release of the product that would contribute to this complaint condition. Component part(s) reviewed: part number: 03.404.m001, reaming rod/drive shaft packaged, lot number: 85p0117. Production order traveler met all inspection acceptance criteria. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Part number: 03.404m012, ria ream rod/dr shaft seal lot number: 67p4012. Inspection instruction met all inspection acceptance criteria. Inspection sheet, incoming final inspection met all inspection acceptance criteria. Certificate of conformance supplied was reviewed and determined to be conforming. Part number: 03.404m002, graft/irr/suction assembly lot number: 85p0128. Production order traveler met all inspection acceptance criteria. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Part number: 03.404m033, ria ii graft filter lot number: 80p6763. Two pieces were rejected at incoming inspection for embedded debris over size limitations. The two pieces were dispositioned as scrap and will be returned to the supplier. The remainder of the lot was released from hold. Inspection instruction met all inspection acceptance criteria apart from the two pieces noted. Inspection sheet, incoming final inspection met all inspection acceptance criteria apart from the two pieces noted. Certificate of conformance was reviewed and determined to be conforming. Part number: 03.404m014, irrigation tubing set lot number: 80p3774. Inspection instruction met all inspection acceptance criteria. Inspection sheet, incoming final inspection met all inspection acceptance criteria. Certificate of compliance was reviewed and determined to be conforming. Part number: 03.404m015, suction tubing set lot number: 66p0052 inspection instruction met all inspection acceptance criteria. Inspection sheet, incoming final inspection met all inspection acceptance criteria. Certificate of compliance was reviewed and determined to be conforming. Part number: 03.04m003, manifold assembly packaged lot number: 85p0094 production order traveler met all inspection acceptance criteria. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Part number: 03.04m010, ria ii manifold assembly lot number: 69p0645 twenty-eight pieces were rejected at incoming inspection due to loose debris inside the transit packaging. The twenty-eight pieces were dispositioned as scrap and will be returned to the supplier. The remainder of the packages were determined to be acceptable and released from hold. Inspection instruction met all inspection acceptance criteria apart from the twenty-eight pieces noted. Inspection sheet, incoming final inspection met all inspection acceptance criteria apart from the twenty-eight pieces noted. Certificate of conformance was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria with no issues documented during the packaging or release of the product that would contribute to this complaint condition. Visual inspection: the drive shaft f/ria 2 l520 (part# 03.404.035, lot# h884350 qty# 1) was returned and received at us customer quality (cq). Upon visual inspection, the reaming rod seal (pn: 03.404.012, ln: 67p4012) was found to have plastically deformed while still being attached to the slot on the power driver end of the drive shaft. Dimensional inspection: a dimensional inspection was not performed due to post-manufacturing damage to the reaming rod seal. Document/specification review: the following drawing(s) (current and manufactured to) were reviewed: reaming rod seal assembly ria 2 drive shaft ria 2 no design issues or discrepancies were found during this investigation. Complaint confirmed? Yes. Investigation conclusion: the complaint can be confirmed as the reaming rod seal has plastically deformed on the slot on the power driver end of the drive shaft. A definitive root cause could not be identified for the reported issue from the available information, however it is possible that the seal was improperly seated into the slot before usage. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: the drive shaft f/ria 2 l520 (part# 03.404.035, lot# h884350 qty# 1) was returned and received at us cq. Upon visual inspection, the reaming rod seal (pn: 03.404.012, ln: 67p4012) was found to have plastically deformed while still being attached to the slot on the power driver end of the drive shaft. The complaint can be confirmed as the reaming rod seal has plastically deformed on the slot on the power driver end of the drive shaft. A definitive root cause could not be identified for the reported issue from the available information, however it is possible that the seal was improperly seated into the slot before usage. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: manufacturing location: packaged, sterilized and released by: monument. Release to warehouse date: 05-feb-2021. Expiration date: 01-jan-2022. Part number: 03.404.000s, ria 2 bone harvesting kit 520mm sterile. Lot number: 84p8798 (sterile). This lot met all visual, sterility and packaging criteria at the time of release with no issues documented during the packaging or release of the product that would contribute to this complaint condition. Component part(s) reviewed: part number: 03.404.m001, reaming rod/drive shaft packaged. Lot number: 85p0117. . Part number: 03.404m012, ria ream rod/dr shaft seal. Lot number: 67p4012. Part number: 03.404m002, graft/irr/suction assembly. Lot number: 85p0128. Lot quantity: (B)(4). Production order traveler met all inspection acceptance criteria. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Part number: 03.404m033, ria ii graft filter. Lot number: 80p6763. Part number: 03.404m014, irrigation tubing set. Lot number: 80p3774. Part number: 03.404m015, suction tubing set. Lot number: 66p0052. . Part number: 03.04m003, manifold assembly packaged. Lot number: 85p0094. Part number: 03.04m010, ria ii manifold assembly. Lot number: 69p0645. Release to warehouse date: 05-feb-2021. Expiration date: 01-jan-2022. Part number: 03.404.000s, ria 2 bone harvesting kit 520mm sterile. Lot number: 84p8798 (sterile). This lot met all visual, sterility and packaging criteria at the time of release with no issues documented during the packaging or release of the product that would contribute to this complaint condition. Component part(s) reviewed: part number: 03.404.m001, reaming rod/drive shaft packaged. Lot number: 85p0117. Part number: 03.404m012, ria ream rod/dr shaft seal. Lot number: 67p4012. Part number: 03.404m002, graft/irr/suction assembly. Lot number: 85p0128. Part number: 03.404m033, ria ii graft filter. Lot number: 80p6763. Part number: 03.404m014, irrigation tubing set. Lot number: 80p3774. Part number: 03.404m015, suction tubing set. Lot number: 66p0052. Part number: 03.04m003, manifold assembly packaged. Lot number: 85p0094. Part number: 03.04m010, ria ii manifold assembly. Lot number: 69p0645. 10/03/2021: part number:03.404.035. Synthes lot number: h884350. Supplier lot number: n/a. Release to warehouse date: 03mar2020. Expiration date: n/a. Supplier: (B)(4). This lot met all dimensional, visual, sterility and packaging criteria with no issues documented during the packaging or release of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional procode: hrx. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a synthes employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that during a knee surgery on (B)(6) 2021, the yellow joint of the reamer/irrigator/aspirator (ria) system broke. All fragments were removed. Another ria 2 system kit was used instead. Procedure was completed successfully with a delay of (10) minutes. This report is for a ria 2 bone harvesting kit 520mm sterile. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10: additional narrative: d9, h4 h3, h6: a photo investigation was completed: the device was not returned for investigation. A photo investigation was completed on the provided images. The images were reviewed and the yellow piece on the ria system had been damaged. This could potentially be due to the rubbing of the yellow covering inside the handle because of the higher force applied on it during pushing and pulling. There are no discernible root cause identified for this issue from the available information. Based on the date of manufacture, the current and the manufactured drawings were reviewed. The manufacturing record evaluation revealed no non-conformance that could have resulted in this issue. As the device was not returned, an as-received condition and dimensional inspection could not be completed. The complaint condition can be confirmed during photo investigation. During the investigation, no product design issues, or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. H3, h6: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11: d1, d4.

Event description:
It was noted the patient is currently doing well.